Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. Manufacturer attempted to follow up with the site, but no further information has yet been received. Since limited information is available and the device was accessible for further investigation, the definitive root cause of the reported event cannot be established. However, from the document review, no manufacturing deficiencies were noted. Should further information be available in the future, a follow up report will be provided.

Manufacturer narrative:
Updated sections b4, g3, g6, h2, h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer is retrieving additional details from the field. A follow-up report will be provided upon availability of new, relevant details.

Event description:
On (B)(6) 2025, a perceval plus valve pvf-s was implanted in a patient. Pci was also performed, but they were unable to cannulate coronary artery. Echocardiography confirmed that the perceval plus valve popped up (i.e., inflow ring popped up to the level of the coronary artery). Pvl did not get worsen. Reportedly, the procedure was problematic. Transcatheter aortic valve replacement (tavr) with transfemoral approach (ta) approach was performed. The perceval plus valve was pulled up into the ascending aorta with a snare cuff and a tavi valve was implanted. Subsequently, pci was performed without any problems. The remaining perceval plus valve is now fixed to some extent and there is no hemodynamic problem.

Manufacturer narrative:
Manufacturer is retrieving and reviewing the manufacturing documents of the device. A follow-up report will be submitted upon the completion of the review and/or availability of new, relevant details.